Event description:
An optometrist reported a case of corneal haze, observed on the right eye at three months post photo refractive keratectomy (prk) treatment. Reporter indicated topical steroid eye drop dosage was increased. Pt noted fluctuating vision. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).